Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgical coordinator reported during a lasik procedure the excimer laser was unable to sustain eye tracking of a left eye. Reporter indicated tracking and pupil detection were jumping off and on unexplainably. Treatment was completed by constant adjustment of tracker contrast to maintain any tracking at all. Reporter stated most of the procedure was completed with diminished tracking quality and increase of procedure duration. Patient noted glare and haze at night. Upon additional follow up, reporter indicated the patient additionally experienced corneal edema; however, there was no increase of standard post operative medications prescribed. Patient was reported as now off all eye medications and only using artificial tears. Patient was instructed to return at one month post op for refraction. Reporter indicated the patient is currently doing better and improving.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the date of treatment. The logfile review reproduces the tracking problems before and during the treatment. The user adjusted the white light and the infra-red (ir) illumination several times to get valid tracking. The eyetracker was activated during the complete treatment and interrupted the treatment (safety feature if pupil is out of range) two times. According to the logfile no problem can be identified which led to the tracking problems. All other treatments of this day were performed without interruption, or other issues. The review of the treatment documentation and failure report does not provide sufficient information to determine the root cause of the event. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).